Manufacturer narrative:
This report is submitted 09 december 2019. - attachment: [156940 device analysis report.pdf].

Manufacturer narrative:
This report is submitted on 08 november 2019.

Event description:
Per the patient's surgeon, the patient experienced pain, non-auditory sensations and a performance decrement with device use; subsequently the device was explanted on (B)(6) 2019.